Event description:
Implant 23 years ago. Over time I had cognitive issues. Caught every flu or virus going around and it took me longer to recover than anyone else. Asthma, fatigue, fibromyalgia, insomnia, chronic sinus infections, migraines, body aches. In bed more days than not. Weight went up 40 lbs despite eating clean.